Event description:
The customer reported an incompatible scope (error e315) displayed during maintenance of an olympus gastrointestinal videoscope. There was no patient involvement during this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.